Event description:
It was reported that this right atrial (ra) lead was explanted and replaced on (B)(6) 2025 due to an insulation issue. Besides intervention, there were no other adverse patient effects reported. Product return is expected.